Event description:
While preparing patient for transport, respiratory therapist noted that the low inspiration pressure and disconnect alarm sounded. Therapist checked all the connections and found them o.k. Alarms reset one final time and attempted to ventilate patient once again. Alarms sounded. Tried extended self test (est) three times and machine failed all three times. No adverse outcome to patient. In follow up, biomedical engineer noted that therapist did not document which part of the est failed. The biomedical engineer checked the error log and there was nothing recorded. Next ran est and unit failed leak test (consistent with disconnect alarm). Biomed engineer found and repaired leak in the pt. Circuit. Retested unit and passed testing. Placed back in service.